Event description:
Info received indicates when the hi/low function down is engaged the head and knee functions will run down unintentionally.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.